Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep).the rep reported that when they spoke to the health care physician (hcp) and asked for patient information, the hcp told them that they would reach out to the patient this week to see if the patient was ok with sharing their patient demographic. The rep reported that the hcp had not reached out to the rep this week nor yet responded to the request to share more information. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the rep had received a call from the healthcare provider, but that the patient was no longer at the healthcare provider's office. The rep reported that she did not have any patient information. Technical services provided the case number to call for reporting when the rep obtained patient information. The rep reported that the patient was doing fine with her stimulation and it was providing appropriate stimulation. The patient had leaned back against something at work and the patient felt a magnet pull on her ins. The rep reported that since the pull, the patient had been feeling pain on her ins pocket site, down to her right leg. The lead is also implanted on the patient's right side. The caller reported that when the patient turn ed off stimulation, the pain went away, but when she turned stimulation on, the pain returned. The rep reported that the physician had checked impedance and all were within normal limits. The physician was going to do an x-ray, but the patient was not pregnant. Technical services suggested palpating the ins with stimulation on and off. No further complications were reported at this time.